Event description:
It was reported that a new user experienced an occlusion alert while using an infusion set at a cannula-down site, completed a dry run with support, and resolved the occlusion only after performing a supply change. Investigation included user-guided troubleshooting and education, including a dry run and replacement of the infusion set and supplies. Investigation of this case revealed that the occlusion was isolated to the infusion set and resolved with a site and supply change, indicating a set- or insertion-related blockage rather than a pump malfunction. Symptoms included interrupted insulin delivery due to the occlusion. Outcomes included restoration of normal operation after the supply change, with no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-site and supply related, consistent with infusion set occlusion that resolves with replacement.